Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative confirming that the 977c165 lead was removed due to pressure on the spinal cord, and the patient was rescheduled to have 2 different leads put in.

Manufacturer narrative:
Section references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. The ins replacement was addressed in MDR 3004209178-2016-17117. The original lead replacement was addressed in MDR 3004209178-2016-17119.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that post-operation on (B)(6) 2016 the patient had abdominal pain radiating to their back and pelvic/pubic area. It was reported that they had not programmed the patient yet because when stimulation was turned off the patient had too much pain in that area. The manufacturer representative stated that the health care professional (hcp) thought they may have cause irritation to the spinal cord. The manufacturer representative had planned to meet with the patient on (B)(6) 2016 for programming; however, the patient's new lead was removed the evening of (B)(6) 2016, due to the abdominal and groin pain. The ins was left implanted. The hcp believed this to be due to irritation of the spinal cord. The symptoms resolved once the lead was removed. The patient was scheduled to have 2 new leads implanted on (B)(6) 2016. The hcp wanted to schedule the new surgery quickly to prevent any further development of scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.